Event description:
Pt in laparoscopy. Hand assisted roux-en-y gastric bypass. While md was firing ethicon gastric stapler he realized only a portion of the staple fired. Md had to change stapler and released to finish procedure.